Event description:
It was reported by service report that the scale was inoperable, with the display module difficult to read, and the power cord was cut, with no bare wires exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Scale module malfunction. Power cord was cut.